Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated heart procedure, the device went into backup vvi (bvvi) mode. A firmware download was performed and normal device function was restored. The patient was stable. Further information was requested but not received.